Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the voyager was discarded. Difficulty inflating/deflating the dilatation catheter can be affected by, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique when using the device, unevenly trimmed hypo-tube jacket material in the inflation port (hub) causing a valve when inflated or deflated and blocking the flow of contrast in or out of the balloon, accessory device support, and/or contamination in the inflation lumen and inner diameter of the shaft. To help ensure that the reported difficulties are not due to manufacturing, 100% of the products are inspected for damage and leak tested and a sampling of units is destructively tested for proper balloon inflation and deflation. Return of the voyager catheter and indeflator used during the procedure may have aided in the investigation and determination of cause as without the product to examine, a conclusive cause could not be determined. The lot history record (lhr) for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis and the part and lot number were not provided.

Event description:
It was reported that during a percutaneous coronary intervention the voyager balloon was slow to inflate and slow to deflate. It is unknown how slow the inflation and deflation were, but the balloon deflated fully and was removed without issue. Reportedly, it was prepped per instructions for use with the correct mix of contrast. The customer reported that they have never had this issue before and wanted to report the event. There was no adverse patient sequela reported. Although requested, there was no additional information provided.